Event description:
In 02/2004, the physician placed a valve in the common arterial trunk, in a patient and performed peritoneal dialysis to treat cardiac and renal failures. A catheter for infusion and a c-pds-802t-cn-a for aspiration was placed inside the abdominal cavity, the dialysis was maintained without difficulty until 2/2004, when a secondary wound closure was conducted. The following day, an observation of excretion of intestinal juice through the infusion catheter was noted. The physician was suspicious of perforative peritonitis and conducted emergency abdominal operation and detected the infuser catheter perforating the intestine. No observation of peritonitis or feces was noted in the abdominal cavity. An intestinal fistula was performed and the operation was completed. The physician assumed that body peristalic movement may have resulted in the catheter tip perforating the intestine.